Event description:
A cartridge alarm 20 was reported by the caller, and there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer utilized multiple daily injections as a backup therapy to maintain insulin delivery. Technical support arranged for the replacement of the pump, which was confirmed to be within warranty, and provided detailed instructions on managing the replacement, including returning the problematic pump.